Event description:
Pt is a (B)(6) male who had right shoulder reverse total shoulder arthroplasty (B)(6) 2010. He was doing well prior to a recent fall directly posterior onto his shoulder. He noted pain and instability with crepitus of the shoulder. He was diagnosed with a broken trunnion. It was felt his best option was a revision. He was admitted to the hospital for surgery at which time the humeral tray was found to be fractured, was removed and replaced. Pt did well and was discharged home (B)(6) after surgery.